Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer's blood glucose level was not impacted. However, the customer expressed concern about the pump declaring the alarm and suspending delivery. Reportedly, the customer uses the pump for adrenaline therapy. It was indicated that the customer would continue to use the pump until replacement arrived.